Manufacturer narrative:
The pad-pak was first installed on the 15th november 2010 and passed all self-tests up to the 3rd august 2014. Between the 3rd august 2014 and the 18th september 2014 the device records multiple manual power ups of 10 minutes duration. The device failed several self-tests due to a low battery between the 15th-18th march 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs and the measurements taken during the investigation, including the excess current drain would confirm a failing membrane. The green status led was found to be constantly lit between flashes. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.